Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from a (B)(6)-year-old female consumer and forwarded to bayer on (B)(6) 2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. Her complaints started at the same month of procedure. In an unspecified date the consumer experienced increase or heavy blood loss during menstruation, pain in abdomen, arthralgia, cramps, tiredness, memory loss, concentration problems, and tingling. Those events led her to work-related problems. In an unspecified date she contacted her physician. She was treated by physiotherapist and chiropractor. Unspecified treatment was planned. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abnormal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event pain in abdomen and essure use was assessed as related. This case was reported with limited information. However, as consumer reported work-related problems and no further information will be available, company considered this case as incident which is rather a conservative approach. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abnormal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event pain in abdomen and essure use was assessed as related. This case was reported with limited information. However, as consumer reported work-related problems and no further information will be available, company considered this case as incident which is rather a conservative approach. Other nonserious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.